Event description:
The customer called to report a blank display after being sent a new battery cap. The customer removed, then re-inserted the battery, and the screen came back up. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube and battery cap.